Manufacturer narrative:
Insulin pump was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 200 mg/dl. Customer stated they cannot read the display. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. Customer troubleshoot was performed. The insulin pump will be returned for analysis.